Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19401. It was reported the patient experiences pocket heating and pain at the ipg site after charging. The patient is unable to work due to the pain associated with charging. A replacement charger was sent to the patient. The patient will meet with her physician as the next course of action. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.